Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had cut on cord and video cable (exposed metal), fiber breakage and dents on distal edge. There was no patient involvement.